Manufacturer narrative:
Final analysis found adhesive failure on the capacitors that caused loss of ventricular output.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a malfunction of the pulse generator was suspected.